Manufacturer narrative:
**Update** (B)(6) 2011 - litigation papers claim the devices in patients right hip became detached, disconnected, created metallic debris, and/or loosened from patients acetabulum, caused severe pain, inhibited patients ability to walk, and required a revision surgery. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Sales rep reported the pt was revised to address infection. Doi: pt contacted broadspire to initiate claim. Pt reported revision surgery. Reason for revision is unk. No further info is available at this time. (Right side) update: (B)(6) 2011 - litigation papers claim the devices in pt's right hip became detached, disconnected, created metallic debris, and/or loosened from pt's acetabulum, caused severe pain, inhibited pt's ability to walk, and required a revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.